Event description:
The customer reported that a lorazepam infusion was to run at 6 ml/hr for 3.3 hours and the entire volume (20 mls) infused in 30 minutes. This was set-up as a primary infusion. There was no pt harm. Medical intervention was not required. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The devices have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.